Event description:
It was reported that the patient presented in emergency room with post eri device and intermittent under-sensing which lead to inappropriate return to sinus behavior on a patient still in vf. Merlin.net transmission shows that the patient did subsequently receive appropriate therapy. After reviewing the device settings, programming changes were recommended. It was also recommended to replace the device as it has reached eri in (B)(6) 2016. No programming changes have been made. High threshold in all leads was noted. The whole system will be explanted to resolve the issues. The patient is still in hospital and is recovering.

Event description:
New information received notes that ICD was turned-off on (B)(6) 2017. ICD remained implanted and inactive. Lvad and rvad were implanted. Patient was fine post-procedure. Later, patient also had vt ablation. It was mentioned that the patient has many medical conditions which are unrelated to the device.